Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The bushing of the leg assembly coming out of the bed leg track and causing the bed frame track to bend.